Event description:
During an in-clinic follow-up, episodes of undersensing resulting in delivery of inappropriate shock were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to avoid any future episodes of inappropriate therapy. The patient was in stable condition.